Event description:
It was reported that during testing; the device was not working. During product evaluation, it was found that the rpms were under specification. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were under specification, the control bar was loose and out of position. The control bar was adjusted, and the motor and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.